Event description:
Baxter product surveillance rec'd a report from a home pt's nurse that the minicapo had fallen from their transfer set on 5/16/2006. This event refers to the second of 2 incidents that happened to the home pt. The transfer set was first placed on 5/4/2006. The pt bagan training for peritoneal dialysis on 3/31/2006. The pt is still training to do their own exchanges. One exchange is done every 2 weeks manually by the clinic, and the home pt is also on hemodialysis as a backup. The home pt is responsible for their own exit site care. There was no antibiotics administered, and therefore, no pt injury or medical intervention associated with this incident.